Manufacturer narrative:
(B)(4).

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose level was 149mg/dl. Reportedly, customer cleaned the speaker holes and cleared the alarm.